Event description:
The customer reported that there were air bubbles in the tubing during patient infusion. It was also reported that it took a lot of effort to remove the air from the unspecified tubing. The facility has reportedly experienced air bubbles in the tubing even after proper priming. There was patient involvement, however no patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number was not provided by the reporter.